Manufacturer narrative:
Mfgers device analysis: one (1) used tego connector was returned to the mfger. Visual; functional and add'l engineering tests were performed. The results recorded no performance issues and or out of spec conditions. The returned device functioned correctly. Conclusion: the root cause of the reported problem is unk. The MFR has requested that the distributors product specialists meet with the facilities clinical staff to review the tego connector device applications, facility training protocols and ascertain their understanding of the device componentry, performance features and intended functions.

Event description:
Int'l (B)(6) complaint rec'd reporting a leakage problem with one (1) d1000 tego connector. It was reported that after "disconnecting the empty flush syringe, the nurse realized that air was entering through the tego into the catheter. After replacing the "leaking" tego with a new one everything was ok". The tego device was in use three (3) days when this problem occurred.